Manufacturer narrative:
No product was returned for evaluation. A review of the device history records and inspection records was conducted and no similar concerns were found. As the product was not returned and the documentation showed no similar concerns, no definitive root cause could be established for this issue. Catheter breakage can be related to securement techniques and catheter maintenance techniques. The instructions for use include many ways users can mitigate the occurrence of breakage, including instructions not to flush the catheter with excess force and instructions not to tape over the catheter tubing.

Event description:
Catheter having extravasation in the dressing during drug therapy. It was found breaking the extent of it (along the catheter tubing). The catheter was removed and the catheter punctured peripheral venous access in child, for the completion of therapy. No patient injury.